Event description:
Tech alleged that bed will not send a nurse call and has no other sidecom functions. There is a patient in bed but no injuries occurred. Tech does not hear relays when function is pressed. Tech replaced side pendent and also sidecom assembly nurse call working fine.